Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service, but data analysis recommends device replacement in less than a month. Patient refused device replacement during follow-up appointment with physician. No adverse patient effects were reported.